Event description:
Customer's spouse reported via phone call that the insulin pump had a low battery alert and then just a couple of minutes later it shut off. Customer's blood glucose value was 50 mg/dl customer's spouse declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.